Event description:
It was reported the pt was 100% pacer dependant and on a temporary pacing generator when there was loss of capture, causing the pt to go into asystole. The st. Jude medical right heart curve pacel biplolar pacing catheter was connected to a st. Jude medical bridging connecting cable which was connected to the medtronic temporary pacing generator. It was noticed touching the cable or the connector caused the loss of capture. A transcutaneous pacer was placed under fluoroscopy and pacing was established. Multiple attempts were made to correct the placement and connection of the pacel catheter to the generator. A new temporary pacing catheter was placed and connected to the temporary pacing generator with a new connector; transcutaneous pacing was stopped after confirmation of a reliable paced rhythm was established. It was noted the shrouded pin of the pacing catheter was not fully inserted into the connector of the bridging cable. A future inservice has been scheduled for the nurse educators. The hospital's biomedical engineering department performed an analysis of the pacing catheter and bridging connector cable. Under microscopic examination, the catheter was inspected for any material defects, insulation breaks cracks. Dents were noticed in the catheter caused by the bridging cable connector but no other anomalies were found. The dents were 5.5 millimeters from the proximal connector end and were caused from the pin and thumbwheel assembly. This finding would indicate an incomplete insertion with a slight rotation of the catheter into the connector. A crack in the thumbwheel was present; reportedly the cable was reprocesses one time.